Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver displayed error 146. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. It was reported that the pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. However, a root cause for the reported hardware error cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. The reported event of an error icon displayed was confirmed. A root cause could not be determined.